Event description:
It was reported that this inflatable penile prosthesis was not operating as intended. The patient could only pump the device a few times and the pump stayed collapsed. Imaging found that the reservoir had folded over on itself. The reservoir was explanted, and a replacement is planned at a later date. No patient complications were reported.